Manufacturer narrative:
The pump passed the displacement test, self test, active current measurement and sleep current measurement. No stuck button alarm noted during the testing. Successfully downloaded history files and traces using thump. Please see below for pump errors/alarms noted 1 week prior to the event date 22-mar-2023 in the formatted history file.  Low battery alert was recorded and found in the formatted history file on: 03/21/2023 06:24:00.000. Insert battery alarm was recorded and found in the formatted history file on: 03/21/2023 14:21:39.000, 03/22/2023 20:25:14.000, 03/22/2023 20:25:14.000, 03/22/2023 20:28:13.000, 03/22/2023 20:59:09.000, 03/22/2023 22:36:03.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, low battery alert was expected since the battery in the pump is low on power. The customer may have used a low power battery. Lostsensor1alert (780) was recorded and found in the formatted history file on: 03/18/2023 18:20:00.000, 03/22/2023 12:34:00.000. Lostsensor2alert (781) was recorded and found in the formatted history file on: 03/18/2023 18:36:00.000, 03/22/2023 12:50:00.000. Sensorexpiredalert (794) was recorded and found in the formatted history file on: 03/18/2023 15:33:51.000. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert, sensor expired alert or unexpected sensor errors or anomalies were noted during testing. Pump error 61 (stuck key alarm) was recorded and found in the formatted history file on: 03/22/2023 20:23:56.000, 03/22/2023 20:39:44.000. All buttons function properly. The keypad overlay was removed to perform visual inspection and no damage in the keypad assembly noted. Pump was cut open to perform visual inspection and found corrosion on the j1/pcba 1 connector. Corrosion was also found on the pcba 1, pcba 2 and force sensor. No corrosion or moisture damage found on the motor and vibrator assembly noted. Stuck button alarm/pump error 61 (stuck key alarm) was confirmed due to corrosion on the j1/pcba 1 connector. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case, a cracked case behind the pump near the battery tube compartment and a serial number label fading. Stuck button alarm/pump error 61 (stuck key alarm) was confirmed due to corrosion on the j1/pcba 1 connector. During visual inspection, corrosion was also found on the pcba 1, pcba 2 and force sensor. Pump exposed to moisture was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported a stuck button alarm and the customer went for swimming. No harm requiring medical intervention was reported. Troubleshooting was performed. The customer will discontinue the use of the insulin pump. The insulin pump will be returned for analysis.